Manufacturer narrative:
Manufacturer's investigation conclusion: the reported extrinsic outflow graft obstruction (eogo) could not be confirmed as no images or product was available for evaluation, and a specific cause for the reported obstruction could not be conclusively determined. The controller event log file contained relevant events from 01mar2026 through 06mar2026. Low flow and low speed events was captured on 06mar2026 are consistent with the stenting procedure and speed changes. No other notable events or alarms were captured, and the pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), and no further related events have been reported at this time. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. B is currently available. Section 5 of the IFU, ¿surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had extrinsic outflow graft obstruction (eogo), which was confirmed with a computed tomography (CT) scan. Log files were sent and the outflow graft stenosis was stented on (B)(6) 2026.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete. Section e1: reporter address line 1: (B)(6).

Event description:
It was reported that the patient had extrinsic outflow graft obstruction (eogo). Log files were sent and the outflow graft stenosis was stented on (B)(6) 2026. No further information was provided.